Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs). An scs revision procedure was planned but was on hold, as pain was well controlled with medication.